Manufacturer narrative:
(B)(4): eval results: cva/stroke.

Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted abutting in the mid lad, one in a side branch and one in the parent vessel. At 1 month, 6 month and 12 month follow up's pt was asymptomatic/free of symptoms. It is reported that the pt suffered an ischemic stroke approx 13 months post index procedure. The pt was admitted with diagnosis of gait instability/possible stroke. Discharge diagnosis was weakness probably due to a small lacunar stroke. It is reported that the pt recovered with treatment. Diagnosis was based on a radiological evaluation and was confirmed by a neurologist. Investigator indicated that there was no relationship to the study device. Reference MFR # 2953200-2010-01982.